Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The fuses were confirmed to be the root cause of the reported issue. The fuses were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following the replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the mobile view station (mvs) fuses required replacement. The fuses were replaced with a spare set on-site. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted by this event. No additional is available.